Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt shocking at the ins site for the past few weeks and they noticed it more if they were reclining or certain ways laying in bed. The patient stated that the day of the call they were sitting at their desk and turned, and they jumped and had to stand up straight. If they were standing they didn't feel the shocking, and when they turned off stimulation the shocking went away. The patient wanted to know if this was a common issue. The patient was advised to contact their healthcare provider. It was noted that the change in therapy was sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the steps taken to resolve the shocking were that the patient met with their healthcare provider and they were scheduled for a surgery on (B)(6) 2019 for a complete revision. The patient reported that the issue had not been resolved yet and that the ins was currently turned off and would be off until the surgery. No further complications were reported.